Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead is suspected to have fractured. A lead integrity alert (lia) triggered due to increased counts to the sensing integrity counter (sic), oversensing/noise, high rate non-sustained tachycardia, as well as high and variable pacing impedance measurements. Troubleshooting steps were taken to no avail. The rv lead remains in use. No patient complications have been reported as a result of this event.